Manufacturer narrative:
Device received with blank display due to misaligned battery tube. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. P-cap or reservoir locked properly in place. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had crack as customer dropped the insulin pump and was not working. Customer¿s current blood glucose was 187 mg/dl. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.